Event description:
Note: this report pertains to the third of three malfunctions occurring during the procedure. During the endoscopic retrograde cholangiopancreatography procedure to treat a liver abscess, the physician encountered slight resistance between and the device and three different guidewires and was unable to cannulate with the device. The device was removed from the pt and the procedure was stopped. The pt was reported to be "stable" post procedure. Analysis of the returned device found that the device working length was twisted. Refer to MFR report #3005099803-2008-06909 and 3005099803-2008-06938 for details regarding the guidewire devices.

Manufacturer narrative:
(Twisted). A device history record review revealed no related issues to the reported event. Residue was present on the returned device, indicative of use. Visual inspection found that the working length was twisted and it was determined that this most probably occurred due to handling during the procedure. A 0.035" guidewire was inserted distally through the distal tip and advanced through the working length to exit from the guidewire port luer near the handle. The guidewire was then inserted into the guidewire port luer near the handle. The guidewire was then inserted into the guidewire port luer and advanced to exit from the distal tip. The guidewire channel and device tip were intact. To examine the cannulating orientation, the device was inserted into the scope and the tip met the orientation specifications. A functional evaluation found that the device met the bowing specifications. The report issue of the device failing to cannulate was most probably due to procedural factors, so a root cause of operational context was assigned to the reported event.